Event description:
Physician reported right side rupture of device. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on anterior, and crease fold. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.